Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples for the known lot were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. Retention samples from the incident lots were evaluated. All samples were visually inspected for the presence of k2edta additive, and all tubes were found to contain k2edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the k2edta additive and all samples were within specification requirements. A review of the device history record was completed for the known incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, bd was unable to determine one specific lot number associated with this complaint. Therefore the investigation was limited and a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Root cause description: based on evaluation of the retain samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tubes had issues with clotting during use. Lot # 9004579 was reported to have had 1 occurrence, while another unconfirmed lot was reported to have also had 1 occurrence. The following information was provided by the initial reporter: they reported that there is a possible clotting issue with material 367856 ¿ lots 9004579 & 8345529.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9004579. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-01-04. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. The reported lot # 8345529 was not found for the reported catalog # 367856. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tubes had issues with clotting during use. Lot # 9004579 was reported to have had 1 occurrence, while another unconfirmed lot was reported to have also had 1 occurrence. The following information was provided by the initial reporter: they reported that there is a possible clotting issue with material 367856 ¿ lots 9004579 & 8345529.